Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02160 and 3005099803-2010-02161 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy. According to the complainant, during the procedure, in all three instances, the clips grasped onto tissue however, they would not release from the catheter. It was reported that each device was removed causing minor tissue damage. The case was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.